Manufacturer narrative:
Additional information:correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the label only was returned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The device was not received, only a label, so our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cholecystectomy, the balloon of the trocar was ruptured before use. There was no injury caused to the patient and no medical intervention was required.